Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutr-34-us, serial/lot #: (B)(4), ubd: 18-mar-2020, UDI #: (B)(4). Product analysis: the valve will not be returned and the delivery catheter system (dcs) was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34 mm transcatheter bioprosthetic valve, into a severely calcified native annulus and left ventricular outflow tract (lvot) with a root angle greater than 65 degrees, the valve was implanted. Upon removal of the delivery catheter system (dcs), the nose cone caught the frame of the outflow portion of the valve, and dislodged it supra-annular. The valve was snared into the ascending aorta, superior to the sinotubular junction. A second non-medtronic wire was used, the valve was held in place with a snare as a second system and transcatheter bioprosthetic valve were inserted. No additional adverse patient effects were reported.